Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
A micropuncture transistionless stiffened cannula access set was used in a aortogram procedure. When the device was removed, the tip of the outside sheath separated about 3cm and remained in the patient's artery. An incision was made and the separated part of the device was removed using a curved device. There was no harm to the patient. The patient did not experience any adverse effects due to this occurrence.